Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer began to first use the pump, the customer overfilled 2 cartridges and the cartridges leaked. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully.